Event description:
Adverse event information: the injector reports that her patient was having a reaction to versa for the past ten days, product information including lot number was not provided. Injector reports that the patient had covid a month ago and "she might have a long covid", patient reaction is just warmth, no erythema or redness, just warmth to the area and tingly." Prollenium has reached out to the injector/clinic multiple time to obtain more information to conduct a through investigation however no response was provided. Prollenium was not able to confirm if this is an adverse event associated with a revanesse product.

Manufacturer narrative:
No information was provided by the injector or clinic to complete an investigation